Event description:
Ethicon 45 articulating stapler was used for a laparoscopic appendectomy (#cts45). Cartridge came loose from stapler while stapler was being engaged. Noticed that the staples did not work. Needed to use a different stapler to complete. Manufacturer: please note that we do not return products, but you may arrange to pick by called my contact number below.